Manufacturer narrative:
Tech found bed in "down" storage. Head up function was not working. Function does not work manually or under power. Battery led was on. After troubleshooting determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Complaint alleged that the head up function was not working. Function does not work manually or under power. Battery led is on. No injury alleged.